Event description:
Related manufacturer report number: 2017865-2023-42900. It was reported that the patient presented to in-clinic follow up with palpitations. It was discovered that the atrial lead exhibited total loss of capture and the right ventricular lead exhibited increased capture threshold. Programming changes were made to alter the pacing configuration. The patient was stable and the leads will continue to be monitored.